Event description:
Customer reported that a pump alarm occurred during the loading process. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Customer attempted to load a new cartridge with assistance from technical support, but the alarm recurred, preventing successful resumption of insulin therapy. Consequently, technical support decided to replace the pump, and the customer opted to use an alternate backup therapy with multiple daily injections. Technical support confirmed the shipping address and instructed the customer on returning the defective pump using a pre-paid label. Customer was also guided on putting the pump into storage mode before returning it, and they confirmed their understanding of these instructions.